Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm. No motor error alarm, failed battery test alert, missing segments or partial display anomaly and no audio or vibrate anomaly or absence of alarm during test noted. Motor passed motor and test device passed the delivery accuracy test at 0.08750 inches. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and insulin pump had big scratch on middle of screen making difficult to read. Customer¿s blood glucose was unknown. Customer stated that insulin pump was rejecting new batteries, unexplained no delivery alarm, lost pump setting, alarm was not as loud and plastic chips off when changing reservoir. Insulin pump will not be returned for analysis.